Event description:
It was reported that there were shavings in the joint during a procedure. The shoulder was flushed and a different stryker blade was used. The surgery was delayed but was able to continue and was successful. No adverse consequences reported.

Manufacturer narrative:
Additional information will be provided once investigation is completed.